Event description:
Patient with gj tube; uses enteralite infinity (ei) enteral pump delivery set. The tip of the barbed red adapter from the ei delivery set broke off in her gj tube and she was unable to remove it. Patient hospitalized overnight for replacement of gj tube (a button-type tube was placed). The following month, the tip of the adapter broke off again. This time the patient was able to change the extension from the button and continue her feedings. The patient did not report the above until six days later, after she received an alert letter from fairview home infusion.